Manufacturer narrative:
Additional information reported in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. This model lens is only qualified for use in the qualified company cartridge. The product investigation could not identify a root cause for the reported complaint. The file indicated that the removed lens was not kept, not available. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority representative reported that following an intraocular lens (iol) implant procedure, the upper haptic was disconnected from the optic. The incision was enlarged to 3 mm, the lens was removed without cutting and a new lens was placed. Additional information has been requested.